Event description:
The patient was revised because of poly wear of the bearings.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported poly wear; however, polyethylene wear after nineteen years implantation should not be unexpected. Based on the investigation findings the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.